Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 06-june-2024 and 11-june-2024 due to adhesive issues.the event occurred within a day of insertion.the blood glucose level was 200 mg/dl to 300 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.